Event description:
I have had a least three eye infections since I began using renu with moistureloc solution. I wear disposable acuvue ii contact lenses, but I remove them nightly. I dispose of them every two weeks. I can find out from my dr the exact dates that he prescribed antibiiotic drops for me if needed.